Event description:
Information was received from a patient implanted with a neurostimulator for spinal pain. It was reported that the patient saw a power on reset (por) screen. The patient had some back pain and when she used the programmer the por came up. When asked about recent medical tests or electromagnetic interference exposure the patient stated that she had recent surgeries in the past couple months. It was noted that the por was informational. The steps for clearing the por were reviewed and the por was cleared successfully. Therapy was turned back on and it was noted to be adequate. Troubleshooting resolved the reported issue. Refer to manufacturer report #3004209178-2016-21871 for the report of the recent surgeries.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.